Manufacturer narrative:
Patient identifier - (B)(6). Patient weight - (B)(6). Explanted date: device was not explanted. The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced.

Event description:
The user facility reported that during deployment of the angioseal, after a pci through the right femoral artery the angioseal suture broke. The physician reported that the after setting the anchor and pulling back on the device the suture broke. The physician then manually deployed the angioseal. Currently there has been no complication reported due to the device. The vessel was approximately 6mm and free of any major tortuosity. There was no calcification reported and access was accomplished with a 6 fr pinnacle sheath. The patient was reported to be stable with no complication due to closure. The pci was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr vip device was returned for evaluation. The carrier tube assembly was returned mated with the hemostasis sheath and the deployment sleeves were in the full rear lock position.there was blood like substance on the device body and the cap. No external damage was noted and the device appeared to be deployed as intended. The cut end of the suture was observed under a microscope and no frayed ends were noted. The tamper tube was not returned with the device and did exit the sheath tip as intended and the collagen was tamped as mentioned in the complaint description. The device was disassembled and the suture spool was checked for damage or blockages. No anomalies were found. There was no suture left in the spool consistent with complete deployment. The carrier tube and hemostasis sheath were cut longitudinally to verify smooth passage of the suture and no anomalies were noted. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. The complaint cannot be confirmed. Evaluation of the returned device did not reveal any anomalies in the device which could have led to this event. The returned state of the device was consistent with full deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures.